Event description:
Procedure type: nephrectomy. According to the reporter: when stapling toward two veins and one 2 mm artery, all tore on the first application. On vein tore on the second application of the stapler. The case was completed with hemoloks. There was a delay in operating room time, but it could not be reported just how much of a delay. There was no bleeding reported in excess of 250 cc. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).